Event description:
It was reported that due to broken inlay (h-tep 04.06.2018 on the right side/pinnacle corail -> revision operation necessary (head and inlay change, as well as debridements). Doi: (B)(6) 2018; dor: (B)(6) 2022; right hip.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed, for the finished device [136532310/8789282] number. And no non-conformances/manufacturing irregularities were identified.